Event description:
Caller reported experiencing a tandem mobi cartridge alarm during the loading process, which was confirmed by technical support as cartridge alarm 30. There was no adverse impact on the customer's blood glucose level. As a resolution, technical support arranged to replace the customer's pump, providing a new model with updated software. The customer was directed to return the faulty pump to tandem, set up their new pump with their settings and cgm, and use multiple daily injections as a backup therapy until the replacement was operational.